Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an implant procedure on (B)(6) 2023. The patient aspirated. As a result, the procedure was abandoned to address the issue. Patient is in stable condition.